Event description:
A customer reported to beckman coulter, inc. (Bec) that the coulter lh 780 hematology analyzer leaked fluid which appeared to be blood and reagent. The customer was running patient samples, wearing gloves and a lab coat, when the leak was found. The patient results were compared on the customer's alternate analyzer and the results correlated properly. No erroneous patient results were generated. There was no report of death or injury, and no one sought medical attention. Msds was not reviewed, but the facility has an exposure control or risk management plan in place at the facility. The field service engineer (fse) found fluid under the diff mixing chamber from a leak associated with the sample line passing through vl52. The sample line from diff chamber to flow cell was replaced and tested for any further leaks. No further leaking was observed. Instrument operation was verified and confirmed with qc and reproducibility test, which produced results were within specifications.

Manufacturer narrative:
(B)(4).